Manufacturer narrative:
Insulin pump was received with act button unresponsive due to corroded keypad traces. Unable to verify battery out limit or perform the self test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. No moisture damage found inside the pump. Pump had cracked reservoir tube lip, broken belt clip slot and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive. Customer's blood glucose level was 343 mg/dl. The insulin pump alarmed battery out limit. The customer fell in the lake. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.